Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that low battery alert was occurred. Blood glucose was 4.8mmol/l. Customer also reported that she has been having issues with having to change battery more frequently than before. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery alert, replace battery now alarm or power loss alarm noted during testing. The insulin pump was received without the battery cap and unable to verify damage battery cap. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.